Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 600 mg/dl. The customer did not have further information regarding the event because it was so long ago. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.